Manufacturer narrative:
Patient was given polysporin, fucidine, and coconut oil for preventative post treatment care. Treatment parameters were followed per clinical guidelines. The customer site believes that patient did not follow the post treatment care instructions after the laser procedure, so this may have contributed to its scarring condition. The device was evaluated and found to be operating as intended, no problem found. This is reportable because the patient had scarring from the event.

Event description:
Patient had hypertrophic scarring on shoulders from a tattoo removal laser procedure.